Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was using the cartridge for 5 days. A system check was performed and the pump performed as intended. Customer's blood glucose level was not impacted. During a follow up, it was reported that no additional occlusion alarms had occurred.